Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained his symptoms worsen and he does not feel his scs system helped. The patient also stated he did not like the way the system's stimulation felt. The patient underwent surgical intervention and the patient's scs ipg was removed and the lead was reportedly cut. It is undetermined what exactly was meant by the lead being "cut". In addition, there was no known or stated deficiency/malfunction of the patient's scs ipg.